Manufacturer narrative:
A trumpf medical service technician inspected the device and found the yolk weldment separated from the flat panel bracket frame. The technician replaced the entire flat panel bracket. If new relevant information becomes available following the evaluation of the returned component, a follow up report will be submitted.

Event description:
The yolk weldment separated from the flat panel bracket frame. The technician replaced the entire assembly. No patient or caregiver injury was reported.